Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6) 2004. Legal counsel for patient further reported that patient underwent a hip revision procedure allegedly due to pain. A review of invoice history confirmed the primary surgery date and that a revision procedure took place on (B)(6) 2012 to replace all components. Additional information from patient¿s medical records indicates the patient¿s left hip revision procedure on (B)(6) 2012 was due to pain, elevated cocr levels, possible alval, fluid, and corrosion of trunnion interface. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. Additional information received in the complaint report noted patient underwent right total hip arthroplasty on (B)(6) 2003 and was revised on (B)(6) 2013 for an unknown reason. The modular head, acetabular liner and acetabular cup were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. This report is number 4 of 4 mdrs filed for the same patient (reference 1825034-2013-02597-1/04253 & 2014-02635/-02636).